Event description:
It was reported the patient's omnipod dash personal diabetes manager and it's charging cord were overheating while charging. Additionally, the battery no longer holds a charge. Patient confirmed using an insulet supplied charging cord.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#(B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.